Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The instruction manual states that insufficient cleaning and disinfection or sterilization of the endoscope may pose a risk of infection to the patient and the operators performing the next procedure with the endoscope. In addition, the instruction manual details the reprocessing method for the forceps elevator and around the forceps elevator. The reported event can be detected because the instruction manual states that foreign material in the forceps elevator should be checked during preparation for use. At the user facility, the similar event has occurred in the past. The exact cause of the reported event could not be conclusively determined. However, based on the evaluation results and past similar cases, there was a difference between the reprocessing method implemented by the user facility and recommended by the instruction manual. There was insufficient training for the staff at the user facility to handle and reprocess the endoscope according to the instruction manual. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at omsi. As a result of the evaluation, the following was confirmed. The adhesive of the bending section rubber was scratched. The bending section rubber was worn. The insertion tube and endoscope cover were scratched. The suction cylinder was shaved. The universal cord was dirty. Due to the wear of the angle wire, the angulation in the vertical direction did not meet the standard value. Due to the wear of the angle wire, the play of the right/left angulation control knob and the up/down angulation control knob was out of the standard value. The distal end cap was dirty. The forceps elevator did not work properly. Olympus medical systems corp. (Omsc) reviewed device history record (DHR) and found no deviation. The exact cause of the reported event could not be conclusively determined at this time. However, based on the evaluation results and past similar case, omsc surmised that the reported phenomenon could have been attributed to deviation in reprocessing method from the instruction for use. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems (B)(4) private limited (omsi) and found that foreign material was adhered to the forceps elevator. There was no report of patient injury associated with the event.